Manufacturer narrative:
The investigation included a review of the customer's calibration data and there were no issues found. A general reagent problem can be excluded because the provided calibration data were within specifications. The alarm trace did not indicate an issue. The qc was noted to be not within 2 sd on (B)(6) 2021. The investigation did not identify a product problem. The investigation determined that the customer's actions (diluting the sample using the correct dilution factor as per method sheet) resolved the issue.

Event description:
The initial reporter received questionable elecsys estradiol iii assay dilution results for one patient tested on a cobas e411 rack. The questionable result was not reported outside of the laboratory. The sample was diluted at 1:5 and was run for a total of three times. It was also diluted at 1:10 as per package instructions. The initial undiluted sample was also rerun. The sample was also sent out to their main laboratory. The initial result was >3000 pg/ml. The first result of the 1:5 diluted sample was 1396 pg/ml. The second result of the 1:5 diluted sample was 1313 pg/ml. The third result of the 1:5 diluted sample was 1361 pg/ml. The result of the 1:10 dilution was 1391 pg/ml. The repeat result of the undiluted sample was >3000 pg/ml. The sample was sent to the main laboratory where the result from an unknown method was 1413 pg/ml. The result from the 1:10 dilution was deemed correct. The reagent lot number is 539701. The expiration date is 30-apr-2022.

Manufacturer narrative:
The investigation is ongoing.